Manufacturer narrative:
It was confirmed that the ''proximal part of the gum'' refers to the silicon part where the dilator enters the sheath. It was thought that the use error may have been putting the dilator into the sheath without using water. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: the sheath returned with the dilator loaded. There was no deformation observed to the sheath. The dilator was removed, and a 0.035-inch guidewire loaded. The sheath was pressurised from the distal side and a leak was detected at 10-15 psi. The seals were removed from the housing and inspected. There was no damage observed to the catheter seal and guidewire wire seal. A jagged tear was visible at one end of the slit on the slit seal. The reported leak was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as an accessory device for the endovascular treatment of a patient.   It was reported that during the procedure, the physician noticed that after inserting the sentrant the sheath had a leak. Blood was noted to be coming out at the proximal part of the gum. The physician then replaced the sentrant with a new introducer sheath and the procedure was successfully completed. There were no patient symptoms or complications associated with the event. Per the physician the cause of the event was user error, possibly due to the inserting action with the dilator. No clinical sequelae were reported and the patient is fine.